Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/21/2019. (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the airflow was set to 0 standard liters per minute (slpm), the device read 1.2 slpm. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed air flow accuracy testing. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.